Event description:
Hospital reported that a ventilator hose assembled with sims heat and moisture exchanger became detached from inlet port of lifecare plv-100 ventilator. Reportedly, the pt went into respiratory arrest and was successfully resuscitated. According to the hospital, the filter and hose were reattached without a problem. The hospital reported that upon examination, the filter was found not to grip the ventilator inlet tube securely, due to the design of the 22mm port on the lifecare ventilator, and could be detached by repeatedly flexing the hose. Additionally, the male 22mm hose port on the ventilator does not adequately grip filter as inner ridge on port is flush with ventilator, preventing filter from adequately wedging onto second ridge. If filter backs off inner second ridge, a lever effect is set up around pivot of outer ridge, causing filter to rapidly loosen up and come off.